Event description:
It was reported that the bd luer-lok 10ml syringe 20 gauge x 1 inch needle experienced 2 missing labels. The following information was provided by the initial reporter: we have 2 bd products that are not labeled with an expiration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown . Device manufacture date: unknown.

Manufacturer narrative:
The following field was updated due to additional information: d.4. Medical device lot #: 9147373. D.4. Medical device expiration date: this batch expired in 2014 and we cannot confirm the exact date. H.4. Device manufacture date: this batch was manufactured in 2009 and we cannot confirm the exact date. H.6. Investigation summary: one packaged 10ml syringe with needle (p/n 309645) from lot 9147373 and two photos were received. The sample was visually evaluated with no visible defects noted. Based on the batch number 9147373 and the packaging graphics the syringe was manufactured in 2009. This batch was manufactured prior to the unique device identifier requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. The syringe from batch 9147373 has been expired since 2014. Bd does not make claims of the efficacy of expired product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The dhrs for the products in this complaint are not available for review as records are only maintained for seven years.

Event description:
It was reported that the bd luer-lok 10ml syringe 20 gauge x 1 inch needle experienced 2 missing labels. The following information was provided by the initial reporter: we have 2 bd products that are not labeled with an expiration.